Manufacturer narrative:
He main component of the system and other applicable components are: product ID: 8703w, lot# l41529, implanted: (B)(6) 1996, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient never had therapeutic effect. The patient stated he was "still hurting. "The patient stated he could not have generic drugs; the patient was currently on hydromorphone which made the patient sick. The patient also stated he currently received fentanyl and his "breathing was getting worse."the patient stated he wanted dilaudid, not generic hydromorphone, in his pump. The patient expressed frustration at the lack of healthcare professionals (hcp) that would work with his implanted pump system near him. The patient stated he received a letter from the manufacturer indicating he should have his device replaced, and was in need of a local hcp. The patient noted he has had "29 surgeries in the last 5 years" but it was unknown what these were for. The patient was redirected to the hcp. The pump was used to infuse fentanyl and dilaudid (hydromorphone). No interventions or outcome were reported regarding this event. Additional information indicated that the patient's pain started in 1985 when he got hurt. The patient had a general practice physician and a pump refill physician; however, he was still trying to find a pump managing provider. Additional information received reported that the patient's issues were not resolved. The patient noted he throws away the patient letters he receives. The patient referenced the events that initially caused his chronic pain and crushed his l-series spine and having 29 surgeries. Additional information was reported that the patient was still having concerns regarding his device or therapy, but was working with his healthcare provider (hcp). It was noted the patient still needed dilaudid for the pump, but the hcp was unable to get it. Additional information was received that the patient never had any pain relief, and dealt with it by sleeping after taking "xanax by the tons." Since 2000, the patient's body snapped when he moved and it felt like a knife jabbed him in the spinal cord. The patient returned to maine six months ago and was without pain relief. It was noted that between 1960 and 2002 the patient's back was rebuilt with nuts and bolts. It was noted the patient took oxycodone oral pills, and was missing for a week and the police found him. It was reported the patient has been this way since 1985 when he had a crushed leg. In 1960 they learned the patient does not tolerate generic medications. The patient went from a wheel chair to a pair of crutches with the pump therapy. It was noted the patient asked the healthcare provider (hcp) where the fluid was going because it was pumping into him every six weeks. The patient got the word that there was a break in the catheter line, but did not know where it was going. The patient's lungs were filled up with fluid and it was unknown where the fluid was coming from. The patient was having a hard time breathing and felt like someone was stabbing him in the back of the spinal cord. The hospice nurses drained the patient's lungs every week. The patient was told that the hcp was going to run dye through his pump for the next 3 days. The patient's hcp was 150 miles away and took the patient 2 days to recuperate from the ride there. The patient was going to see his primary care physician (pcp) on (B)(6) 2016 and was told they would pay for the hospital stay to reduce wear on the patient for the long ride if the patient were to get the testing done closer to home. Per the patient, the surgeon told him that they cannot do surgery until they see where the catheter break was located. Originally, the spine in stitute had an anesthesiologist tap to make the holes were the catheter was going to be placed. It was noted the situation was being addressed by the hcp. Additional information was received that dose increases were performed and the pump medication was changed. It was noted a CT and x-ray were performed. The catheter did not appear to be intact. The catheter access port (cap) was accessed and there was no cerebrospinal fluid (csf) flow. A dye study was planned to determine where the breakdown was located. Additional information was received that the patient was in a world of pain and was upset. The patient had a dye study. The pump was putting out juice. It was stated that the medication was puddled at the base of the brain. The patient said he was shown this on the imaging. The patient had pain spasms at night that kept him up. The patient was not given any pain medication. The patient said he was sleeping his life away. The patient had 100 mg fentanyl patches and they did not do anything. The patient was allergic to generic drugs. It was noted the 251 mile drive to the healthcare provider (hcp) was hard on the patient. It was noted the hcp would not put dilaudid in the pump because of risk of overdose. The patient had hydromorphone in the pump and it had not worked for years. The patient said he went to the emergency room (ER) and he was given a shot to knock him out. The pain and spasms subsided. The patient left the hospital with no referral. The patient's indication for use was non-malignant pain, failed back surgery syndrome and failed back syndrome - other.

Manufacturer narrative:
Corrected information: following additional review, patient code (B)(4)is not applicable for this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.